Event description:
It was reported that the patient presented for an implant procedure. During the repositioning of the right ventricular (rv) lead and the attempt to pull the rv lead out of the body, it was found that the rv lead was stuck in the patient¿s heart. The rv lead could not be removed; hence, it was capped. The physician continued with another rv lead and completed the procedure. The patient remained in stable condition.